Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Complaint history review determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip arthroplasty. Subsequently, the patient is experiencing pain, limited range of motion, and trouble walking uphill. The patient is scheduling a revision surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: part: 157444, name: m2a-magnum mod hd sz 44mm, lot: 771680; part: us157850, name: m2a-magnum pf cup 50odx44id, lot: 492410; part: 139252, name: m2a-magnum 42-50mm tpr insrt-6, lot: 945740. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10987, 0001825034 - 2017 - 10986, 0001825034 - 2017 - 11114.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient is experiencing pain, limited range of motion, and trouble walking uphill. The patient is scheduling a revision surgery. Attempts have been made and additional information on the reported event is unavailable.